Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker was explanted for an unknown reason. Patient status was not reported.

Manufacturer narrative:
The device was returned for evaluation without identified device or use problem. As received, the device was at doo mode above elective replacement indicator level. The device was programmed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing and battery assessment indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.